Manufacturer narrative:
It was reported that 2 communication failures occurred during maintenance. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that 4 errors were detected instead of the 2 described in the complaint description. A first crash not mentioned in the description occurred due to a crash of the software however the root cause cannot be determined. Then a tool collision was detected however the root cause of this issue remains unknown. The root cause of the first communication error is a tcp socket time and the root cause of the second communication error is a shared memory issue between mario_rtx and the controller.

Event description:
During the brain accuracy check for the pointer probe, the robot experienced a communication failure and the test had to be restarted. On the second attempt, the test successfully passed. During the brain applicative test, the robot had a communication failure during guidance mode driving to trajectory 3. Once the robot was rebooted, the remainder of the applicative test was successfully completed with no further shutdowns. This preventative maintenance was its scheduled quarterly check.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI# : (B)(4).

Event description:
During the brain accuracy check for the pointer probe, the robot experienced a communication failure and the test had to be restarted. On the second attempt, the test successfully passed. During the brain applicative test, the robot had a communication failure during guidance mode driving to trajectory 3. Once the robot was rebooted, the remainder of the applicative test was successfully completed with no further shutdowns. This preventative maintenance was its scheduled quarterly check.